Event description:
The pt presented to the cardiac catheterization lab with an acute myocardial infarction and underwent coronary angiography in 2004 which revealed disease of the left and right coronary arteries. An interventional procedure was performed on the left coronary artery system; it was decided the pt would be scheduled for the right coronary artery intervention at a later date. Femoral angiographic visualization was done post procedure and a 6f sts plus angio-seal was deployed successfully. A large hematoma developed; a vascular ultrasound done the next day, confirmed two hematomas in the right inguinal area, however, was negative for pseudo aneurysm or arteriovenous fistula. Five days later the pt presented to the emergency room with severe groin pain, a hematoma, a 10+ pain level, swollen testicles, and in a combative state. An ultrasound done revealed diffuse hematoma in the right inguinal region and scrotal fluid and wall thickening, hemorrhage versus hydrocele, and was negative for pseudoaneurysm or arteriovenous fistula. In about a month the pt presented to the cardiac catheterization lab for right coronary intervention. The physician directed the puncture superior and lateral to previous incision site, being aware of previous angio-seal deployment. The needle puncture, placement of the introducer and catheter insertion were without incident. Right coronary pre-interventional angiography was done. During preparation of interventional equipment, a pre-deployment femoral angiogram revealed thrombus at the introducer tip. The intervention was not done. Under general anesthesia, the pt underwent surgical exploration of the common femoral artery, removal of foreign body, and repair of the common femoral artery. An oblique incision was made in the right groin proximal and distal to the area of entry of the femoral sheath. Since the foreign body seemed to be only held in place by the introducer, it was decided to leave the introducer in place. The pt was given heparin. A 2.5 x by 3 mm foreign body was present in the right common femoral artery; it seemed to be localized right at the lumen of the introducer. When the introducer was removed, the foreign body was dragged back with the introducer; the foreign body was removed and sent to pathology. A fogarty catheter was used to perform proximal and distal embolectomies. Good proximal and distal flow was established. The arteriotomy was closed with suture. Doppler flows were verified at the end of the procedure and again after irrigating the area with antibiotic solution and pacing a jackson pratt drain. The wound was closed with suture. The pt tolerated the procedure well and was transferred to the care unit. In about 2 weeks in a follow up office visit, a groin infection was noted. The pt started antibiotic therapy and was to be followed by the physician. Microscopic exam revealed the specimen appeared to be primarily clot, with scattered refractile elements readily identified with polarized light, etiology unclear. Tissue was gram stain negative for bacteria. The gross report defined the specimen as an ovoid portion of tan-brown, rubbery material, 5 mm across. A cd containing the coronary angiography done 2004 was received at st. Jude medical; revealing coronary angiography of the left and right systems. Images numbered 11, 12, and 13 were oblique views of contrast injected through the introducer in the right femoral artery. The views demonstrated filling defects in the common artery along the introducer sheath tract.